Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and other non-malignant pain. It was reported an alarm was heard; telemetry was not yet performed. The hcp planned to visit the patient (B)(6) 2017 to check the pump to see what alarm was occurring. The cause of the light headedness and pump alarm was due to an old battery and the patient was scheduled to remove the pump by the neurosurgeon. The patient was light headed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.